Event description:
It was reported during a lobectomy the surgeon attempted to fire the tsw35 for the third time. He could not squeeze the black handle. He was unable to fire the instrument. Another stapler was opened to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H6:cartridge wedge band bypass caused the reported incident. Endopath ets-based upon the inquiry information received and the visual examination, it was concluded that the cartridge was returned with a wedge band bypass. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the wedge band bypass caused the reported incident. No conclusion could be reached as to why the cartridge produced a wedge band bypass.